Event description:
In 2005, the physician attempted arteriotomy closure using the closer s device after a diagnostic procedure. An angiogram was performed prior to the closure procedure. The site was confirmed to be in a "good location" in the common femoral artery (cfa). The vessel size was greater than five (5) mm. And vessel condition is "unknown." Reportedly, "there was scar tissue felt at the site and resistance was encountered when advancing the device." The physician attempted to twist the device while trying to advance the device but met a lot of resistance and the device "broke." It is unknown if flouroscopy was performed when resistance was met. The pt was sent to surgery for device removal. Reportedly, the device was removed from the pt in its entirety. The pt remained in the hospital for an additional day as a result of this incident. At last report, the pt's condition was "satisfactory" and discharged home.

Event description:
A user facility medwatch form was rec'd via mail from the facility stating: "during insertion of perclose closers after catheterization procedure, the perclose closers broke apart and the distal portion of the device could not be removed from right femoral artery. Surgical intervention was required to remove the perclose from the artery. Pt required several add'l days length of stay in the hosp." The site was confirmed to be in the right common femoral artery. Reportedly, the pt stayed in the hosp for "several add'l days.